Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision triathlon cr construct due to post med wear of tib metal bp.

Manufacturer narrative:
Reported event:  an event regarding revision involving an unknown femoral component was reported. The event was not confirmed.   Method & results:  -device evaluation and results: not performed as product was not returned.  -clinician review:  a review of the provided medical information by a clinical consultant indicated: event description: revision triathlon cr construct due to post med wear of tib metal bpimplants involved: triathlon baseplate, triathlon femoral baseplate per label materials reviewed: stryker pi report unlabeled/undated photo: surgical instruments, revision tools, explants of tibia and femur partial view and polyethylene. Polyethylene is worn through at the posterior corner cannot determine laterality, tibia is attached to an extractor there appears to be some cement on the metal, partial view of femur looks to be uncemented style. Unlabeled/undated: lateral x-ray knee. Uncemented femur and cemented primary tibia, unresurfaced patella. Mild possible posterior translation and thin poly posteriorly. Confirmation: a revision surgery was confirmed. Wear of the polyethylene was confirmed laterality could not be confirmed. Root cause: the root cause of the revision appeared to be polyethylene wear. The root cause of the polyethylene wear could not be determined without additional information.   -device history review: could not be performed as lot code information was not provided.  -complaint history review: could not be performed as lot code information was not provided.  Conclusion:  the exact cause of the event could not be determined because insufficient information was provided.  Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Revision triathlon cr construct due to post med wear of tib metal bp. (B)(6)2022: update to add insert as per med review , it noted "polyethylene is worn through at the posterior corner".